Manufacturer narrative:
Concomitant medical products: dtba2d1 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert due to high undefined impedance on the defibrillation and superior vena cava (svc) coil of the right ventricular (rv) lead. It was noted there was a rise in the pacing impedance as well. A lead fracture was suspected and the patient was scheduled for a replacement. During the replacement procedure the lead placement was abandoned due to the presence of a venous occlusion. The rv lead was explanted at a later date. No further patient complications have been reported as a result of this event.